Event description:
The clinician reports, that the implant was inserted (B)(6) 2009 in ada 14 of the patient's mouth. On (B)(6) 2017, loss of osseointegration of the implant was verified. Patient presented with bone type iii, fair oral hygiene and inadequate bone quality / quantity. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: mobility and bleeding. No further patient complications were reported.